Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that arcing was caused by a possible breach in insulation of the probe. The surgery was completed successfully.

Event description:
It was reported that arcing was caused by a possible breach in insulation of the probe. The surgery was completed successfully.

Manufacturer narrative:
Alleged failure: per asr the customer told him the probe was cauterizatiing on the backside of the working element the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be without completely immersing tip in a conductive (saline), pieces of burned tissue may occlude the tip area. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.